Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that out of range shock impedance measurements were exhibited when it comes to this right ventricular (rv) lead. An increase of > 30% in the shock impedance measurements occurred since the implant (where the values were closer to 72 ohms). All other lead parameters were normal. The shock impedance alert was not triggered until the device was interrogated with a programmer. Further review was recommended. At this time the physician elected to check the patient as the next clinic follow up, no further actions were taken to date. No adverse patient effects were reported. Additional information noted that an alert was re triggered for shock lead impedance out of range. Other lead measurements were normal. The alert will not be triggered until the device is interrogated with a programmer. It was also noted that a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that out of range shock impedance measurements were exhibited when it comes to this right ventricular (rv) lead. An increase of > 30% in the shock impedance measurements occurred since the implant (where the values were closer to 72 ohms). All other lead parameters were normal. The shock impedance alert was not triggered until the device was interrogated with a programmer. Further review was recommended. At this time the physician elected to check the patient as the next clinic follow up, no further actions were taken to date. No adverse patient effects were reported. Additional information noted that an alert was re triggered for shock lead impedance out of range. Other lead measurements were normal. The alert will not be triggered until the device is interrogated with a programmer. It was also noted that a replacement procedure was scheduled. No adverse patient effects were reported.

Event description:
It was reported that out of range shock impedance measurements were exhibited when it comes to this right ventricular (rv) lead. An increase of > 30% in the shock impedance measurements occurred since the implant (where the values were closer to 72 ohms). All other lead parameters were normal. The shock impedance alert was not triggered until the device was interrogated with a programmer. Further review was recommended. At this time the physician elected to check the patient as the next clinic follow up, no further actions were taken to date. No adverse patient effects were reported. Additional information noted that an alert was re triggered for shock lead impedance out of range. Other lead measurements were normal. The alert will not be triggered until the device is interrogated with a programmer. Additional information noted there was no allegation when it comes to the device related to the out of range shock impedance measurements, and no further revision has been planned to date. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.